Event description:
The customer reported that an IV pole was bumped during pt transport and the IV pump turned off. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.